Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hospital that the pt expired on (B)(6) 2014. The cause of expiration was noted as "infection". Additional info was received from the vad coordinator that the pt was admitted on (B)(6) 2014 for a driveline infection. The pt's treatment included IV antibiotics and then oral antibiotics. The pt was discharged on (B)(6) 2014. On (B)(6) 2014, the pt was readmitted into the hospital, as the infection had increased, and he possibly had sepsis and renal dysfunction. The pt was placed on dialysis at that time and was found to be incompetent. The pt's cognition improved once his renal status improved, and he was discharged on (B)(6) 2014. On (B)(6) 2014, during the pt's clinic appointment he experienced a syncopal episode. The pt was found to be dehydrated and malnourished. On (B)(6) 2014, the pt was discharged to palliative care, his health status declined and he expired on (B)(6) 2014. The vad coordinator reported that the pt's cause of death is unk.

Manufacturer narrative:
The pump was not returned to the MFR for evaluation, as it was not explanted. Specific causes for the reported driveline infection, sepsis, and renal dysfunction, and a correlation to the implanted device could not be conclusively determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.